Event description:
It was reported that when patient was connected to the machine, an autofill occurred in the cardiosave intra-aortic balloon pump (iabp). In addition, the unit was swapped out to start treatment without issues there was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate and upon arrival, unit ran without any issues. In addition, stm reported that when tested with a test balloon and trainer, the unit did not have any problem. Further more, the stm informed that unit passed all manifold tests initially without any issue, however the unit failed the pim leak test. In addition, the stm was able to identify the autofill failure in the logs on 30 october, however with an iab catheter restriction alarm. To resolve the pim failure, the stm replaced suspect pim. Unit passed all-manifold test without issue (post pim replacement). The stm noted that the old pim showed moisture in the lines. The unit was calibrated, and passed all functional and safety tests per factory specifications. Iabp returned to customer, and was cleared for clinical use.

Event description:
It was reported that when patient was connected to the machine, an autofill occurred in the cardiosave intra-aortic balloon pump (iabp). In addition, the unit was swapped out to start treatment without issues there was no harm, or injury to the patient, and no adverse event was reported